Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) /2017 and presented on (B)(6) 2018 with extreme light sensitivity in both eyes. It was stated the extreme light sensitivity happens during the morning while driving to work and that lights are bothersome while at work. Sunglasses do not provide any relief and symptoms have not improved. The topical steroid dosage was increased, lotemax pulse. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had complaints of light sensitivity. Patient reported symptoms are not interfering with daily activities.  Bcva from (B)(6) 2017; right eye pre-op 20/20 -7.00 x -1.25 x 12, left eye pre-op 20/20 -6.00 x -1.50 x 170.